Event description:
Caller reportedly received the following results on the aviva system within 10 minutes: 184 mg/dl, 97 mg/dl, 227 mg/dl, and 105 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.